Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The damaged part was sent back to the manufacturer for part analysis. During part analysis it was found that the shaft of the driver was not secured to the handle. As a result, when pressure was applied, the shaft would spin within the handle. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A medtronic representative reported that the clamp driver was damaged and needed to be replaced. No patient was present during the time of the reported incident.